Event description:
When I twist off the lancet cap, the back of the lancet pops off and the needle is exposed. This had happened with several lancets. This situation happened before checking the patient's blood sugar.